Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had low blood glucose levels of 2.1 mmol/l due to over delivery of insulin. It was reported that the customer could hear that the insulin pump was rewinding and she can hear the piston moving. It was reported that the customer treated low blood glucose levels with food. It was reported that the customer had current blood glucose levels of 7 mmol/l. Troubleshooting was performed. It was reported that the drive support cap was normal. The customer was advised to revert to back up plan. Product is expected to return for analysis